Manufacturer narrative:
Citation: kuo ja, schutte da. Aortic root distortion during balloon angioplasty of right ventricular outflow tract prior to transcatheter pulmonary valve implantation. Pediatr cardiol. 2020 oct 10. Doi: 10.1007/s00246-020-02483-z. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding aortic root distortion during balloon angioplasty of right ventricular outflow tract (rvot) prior to transcatheter pulmonary valve implantation. All data were collected from a single center between june 2012 and october 2017. The study population included 47 patients (mean age 15.8 years, mean weight 57.5 kg), all of whom had a medtronic melody transcatheter pulmonary valve implantation (tpvi). No complaints were made against the melody. However it was reported that the melody devices had been implanted into a freestyle (34), contegra (1) or a non-medtronic device (12). No serial numbers provided. Among all patients, adverse events included: pulmonary insufficiency and pulmonary stenosis treated with a tpvi. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.